Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Additional information reported device has been explanted and symptom resolved.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was implanted with a xen 45 gel stent into the left eye. About two months post operation, patient reported that they needed to come to the hospital for treatment irregularly as the iop in the left eye started to be poorly controlled. Patient underwent 9 needlings with fluorouracil and lidocaine over the course of about four months. On the last needling appointment, it was decided the pressure had remained too high and to remove the xen device and perform a trabeculectomy. Patient was admitted to the hospital a week later for the planned procedure.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b.

Event description:
Additional information clarified that device remains implanted. Patient underwent a trabeculectomy and endometrium transplantation surgery that went smoothly. Patient condition was good and they were discharged from hospital.